Manufacturer narrative:
A ge service rep performed an on site investigation. The image processing computer was replaced. Also, the network was updated. The system was then found to be operating as intended.

Event description:
The customer reported the system shut down and then failed to boot up. No report of pt injury.